Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2,000 mcg/ml at a dose of 320.2 mcg per day via an implantable pump for intractable spasticity. It was reported that at most recent pump refill when they pulled out the residual drug it came out yellow, a very bright yellow specifically. They had been expecting 3.1 ml at pulled out 4 ml as well. They replaced the filter and filled the pump, then extracted that 20 ml of drug, wasted it, and filled with another 20 ml of new drug. This had occurred on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.